Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that after inspection and calibration of the external pulse generator (epg), sensing and pacing failure had occurred. The status of the epg was not known. No patient complications have been reported as a result of this event.